Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a travel coarse error. The product fault occurred during testing there was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Physical condition of device found crack on top case and plunger case, also crack on battery door. Check clutch/plunger lever was found during occlusion test. Cause of the primary problem was lead screw and both clutch halves were very dirty. Problem was duplicated during occlusion test. Replaced lead screw, right clutch, left clutch. Device passed all functional tests.